Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected visual evaluation of the returned product found creasing in the seal for the pouches. A dye test found the seals are conforming to zpc 8.400. Sterility has not been breached. The complaint cannot be confirmed as the product was found to be conforming. No product failure was found as the product is within specifications. No further investigation or action is required after review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00341, 0001822565-2024-00343. G2: japan product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributorship that upon receipt of the items, they were found to be non-conforming. There were wrinkles in the sealing area. There was no patient involvement. Attempts have been made and no further information is available.